Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted no abnormalities. Tacks were visible in the shaft. For functional testing, the battery voltage of the coppertop batteries was measured to be 0.56 volt (v). The handle body was disassembled to reveal the internal components. An external power supply was connected to the battery terminals 9.03 v from power supply, and the light turned solid red. The computer was connected to the circuit board and data was extracted. Data revealed that the device completed zero tack deployments. Battery voltage at startup was 9.5v. The device was transitioned to lockout due to a device fault. The white paddle for the battery was out of position preventing the device from being used. The trigger pivot boss was not seated within the handlebody boss. When the trigger button was pressed, the mechanical lever did not contact the tactile switch on the printed circuit board assembly (pcba). The device was unable to deploy a tack. It was reported that two tacks were fired out together, then button broke and firing could not be continued. The reported issue was confirmed. The most likely cause was traced to a device design. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic abdominal wall scar hernia case, during the first shot of tacking, the tacks became two shots and were fired out together when the firing button was pushed, and upon visual inspection, one shot appeared to have sufficient fixation strength or power, but the second shot right next to it (the firing button was pressed only once) was confirmed to be stuck in the mesh with weakened fixation strength or power. The led indicator was green, so when an attempt was made to continue the firing (third shot), the firing button was pressed, but the button was broken. It did not make a clicking sound even though it was pressed, and there was no response, and it was determined that it was not possible to continue firing. A new product with the same lot number was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.